Event description:
Reporter alleged there is no catalog number on the test strip vial used with the blood glucose monitoring device. No other information was provided by the reporter. A request was made for the return of the suspect product and replacement product was sent.